Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited undersensing. The product will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Correction: 5-day box was erroneously checked in error. Now updated to 30-day time frame in g6.